Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced hemolysis. The following information was provided by the initial reporter. The customer is experiencing insufficient blood flow when using wingset. The customer stated the device is "not pulling specimen - no flow. Customer described hemolyzing specimens." Additional information 2020-12-01: customer response, - "the butterfly needles are not drawing blood or hemolyzes it when it draws out. No information on erroneous results, patient identifiers, details of draw or medical intervention."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/10/2020. H.6. Investigation: bd received 33 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for insufficient blood flow with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to "identify" a root cause for the indicated failure mode.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced hemolysis. The following information was provided by the initial reporter. The customer is experiencing insufficient blood flow when using wingset. The customer stated the device is "not pulling specimen - no flow. Customer described hemolyzing specimens." Additional information 2020-12-01: customer response, - "the butterfly needles are not drawing blood or hemolyzes it when it draws out. No information on erroneous results, patient identifiers, details of draw or medical intervention."